Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), weight increased ("weight gain") and rash ("rashes"). The patient was treated with surgery (on (B)(6) 2016, she underwent a hysterectomy). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation, pelvic pain, weight increased and rash outcome was unknown. The reporter considered device dislocation, pelvic pain, rash and weight increased to be related to essure. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.